Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that he had an infusion set that was loose at the quick release, during which his blood glucose was 180 mg/dl. He also reported that another infusion set had adhesive that did not stick. The customer stated that he changed his set a third time due to high blood glucose, which he suspected was due to the insulin he was using. The customer's blood glucose was 400 mg/dl. He advised that he would call back to troubleshoot the issue and provide further details.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.